Manufacturer narrative:
Thrombotic events are a known potential adverse event following stent implantation. Based on the limited info provided, and without the product/s available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event.

Event description:
Johnson & johnson has been informed of the intent for legal action or potential litigation; there is no other info available at this time. Based upon the attached file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis. The product/s remain implanted in the pt, and are thus not available for evaluation. A review of the mfg records could not be conducted without a lot number.